Event description:
The user stated the c6000 was leaking in front of the analyzer and onto the floor in the walkway. When asked about the size of the leak, he stated it was a couple of gallons. He could not tell where the water was coming from an stated, it was not his external water system. He was running the analyzer and all results appear to be okay. The user stated someone slipped on the leak and that was how they noticed it. The user who slipped stated, she was not hurt. She stated they have mats down and the water was under the mat. The mat itself slipped a little when she walked on it.

Manufacturer narrative:
The field service rep determined there was a problem with the tubing on the e601 water line for reagent syringe number 6. He replaced the tubing and ran diagnostics checks which were all okay.